Manufacturer narrative:
The soft canula was found to be too short due to the distal tip having been removed and this damage prevented fluid from flowing through the complete fluid path during investigation. It could not be conclusively determined when or how this damage occurred. The download data contained no timeouts or drive stalls indicating there was no struggle to deliver insulin. No other damages that would prevent the delivery of insulin were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 19 mmol/l (342 mg/dl). The pod was worn on the patient's back for between 5 and 24 hours. As treatment, a new pod was applied.